Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw attachment device gear was seized, jammed, heavy moving, gear was blocked, needle bearing was defective, bearing blocked/defective, trigger heavy moving and the housing was warped. It was further determined that the device failed pretest for check the on/off trigger, function of all modes, fitting of the lid, proper function of the trigger, saw blade coupling and leakage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.